Event description:
Pt's artificial urinary sphincter failed suddenly & kub radiograph demonstrated loss of all contrast from the system implying a leak. Surgical removal & replacement was required. Co's product rep was present. Pt tolerated procedure well. No obvious leak detected in the cuff or pump mechanism. Most likely etiology of the leak was the balloon reservoir-could not be determined definitively. Add'l model #: p/n: 72401685, p/n: 72400168. Add'l ser #: 9563j007.